Event description:
It was reported that this cardiac resynchronization therapy defibrillator was explanted due to infection. Areas of calcification and adhesions were observed during the explant surgery. No further adverse patient effects were reported.